Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of asthma (new or worsening). No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory observed dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. One error code was found. In box d: device avail. For eval? (Rfb), date returned has been updated. In box g: date received by mfg (rfb) has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegations of asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.